Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. Device is an instrument and is not implanted/explanted. A review of the device history records has been completed. Manufacturing location: (B)(4). Manufacturing date: october 27, 2014 no non-conformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a during a surgical procedure on (B)(6) 2016, for hardware removal of the 6.5 mm headless compression screws from a right foot due to patient no longer wanting it in his foot, the screwdriver broke. The surgeon was using a cannulated hexagonal screwdriver for 6.5mm headless compression screws and while the surgeon began backing out the first of two screws, the recess of the screwdriver broke off. This disabled him from removing the screws. Another set of instruments with a working screwdriver was retrieved and the surgeon continued with the procedure without further incident. The screws were successfully explanted. The procedure was successfully completed with a 3-5 minute surgical delay. The patient status/outcome is unavailable. Concomitant device reported:screw (part#: unknown, lot#-unknown, quantity, 2). This complaint involves 1 device.

Manufacturer narrative:
A product development investigation was performed for the subject device (cannulated hex screwdriver f/6.5mm hdlss compression scr), part number 03.227.041, lot number 9199889. The subject device was returned with the complaint condition was able to be confirmed as the driver tip was found to have an oblique fracture at the base of the hex tip. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The cannulated hex screwdriver (03.227.041) is a component of the 4.5mm and 6.5mm headless compression screws system where it is utilized for 6.5mm screw countersink and removal. Only 2 small jagged hex features remain intact and the hex tip fragment was not returned. The inside diameter of the cannulation nearest the break measured 2.94mm at customer quality (cq) using best fit gage pin gp29 which is within specification of 2.9mm - 3.0mm per screwdriver shaft component drawing. A hex feature width to with measurement on the two remaining and opposing jagged hex features measured 4.46mm which is with specification of 4.4mm - 4.5mm per screwdriver shaft component. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by encountering excessive force during implant removal due to boney ingrowth. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.